Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was unable to baseline. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to complete a baseline. Transient voltage attenuator tva2 was found to be physically damaged, which caused the baseline failure. The root cause for the physically damaged tva2 component could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.